Manufacturer narrative:
(B)(4). The insulin pump received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify unexpected motor alarm due to detached end cap. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and cracked case. The test infusion set and reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had motor error alarm. Customer reported the drive support cap was normal. Customer did not receive motor position encoder alarm. Customer stated the insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.